Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station displayed a black screen and became unresponsive, with an ac power-related error observed prior to losing display. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that battery failed. A field service engineer (fse) connected the station to an alternate power outlet, accessed support mode, and performed power subsystem diagnostics, which identified a failed battery. The battery was replaced, the station was restarted, and after monitoring, no further ac power issues were observed, and normal operation was restored and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.